Event description:
It was reported that the patient required a system controller exchange due to a power cord at the system controller end peeling. When setting up the new system controller a black spot across the led screen was seen so it was not given to the patient. The defective system controller would be returned and a replacement was requested. Log files were provided for the system controller with power cable damage on (B)(6) 2024. The system controller exchange resolved all issues associated with the power cable damage. Products would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a black spot on the system controller¿s lcd screen was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, a black spot was observed on the controller¿s lcd screen and was preventing information from being fully displayed on the screen. The controller was disassembled to inspect the internal components revealing that the lcd screen was damaged. A manufacturing analysis task was completed to further investigate the issue of the black spot on the lcd screen. Per the investigation, the root cause of the issue could not be conclusively determined. It was determined that there are adequate controls in place at abbott¿s manufacturing facility and that the damage was likely caused by factors outside of abbott¿s control. No action is needed at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02dec2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.